Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their lead replaced. Patient has effective therapy post op.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that their lead had migrated. As a result, surgical intervention may be pending to address this issue.